Event description:
A pt had developed an infection and fever two days after having a catheter implanted. The catheter had been implanted in a normal fashion using a long needle. The physician suspected that there could be a correlation between the infection and a recall notice in regards to "fa492" bacterial endotoxin levels. The pt was being treated with antibiotics. As of (B)(6) 2010, the pt had not recovered from the infection. It was later reported that the medication (baclofen) in the pump was lioresal in which the drug concentration was 500 microgr/ml. The initial dose was 50 microgr/day. As of (B)(6) 2010, the pt was noted as being well, and fully recovered from the fever. The physician had been provided with all of the "fa" information, but it was unk if a cerebral spinal fluid analysis was performed. On 10/20/2010, it was further reported that the pt's physicians believed there was no reason to explant the device, as the pt had fully recovered. The pump was confirmed as having always functioned correctly.

Manufacturer narrative:
(B)(4).